Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had blood glucose levels in the 400 mg/dl range with no associated symptoms. The alleged blood glucose excursion does not meet criteria for a serious injury. There was no indication that the patient received any treatment above and beyond the normal course of diabetes management. There was no additional information provided at the time. Customer technical support has attempted to reach out to the reporter for additional information but has been unsuccessful. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump.